Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump that occurred during basal. Insulin pump did not pass the 5 unites fixed prime test and insulin did not exit with manual plunger. Possible reasons of trouble were explained including occlusion and connection problems. Quick set and reservoirs will be replaced. No additional information provided.